Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Needle back down was not successful. The patient was taken for surgical device removal.